Manufacturer narrative:
Returned complaint cp pump visually inspected. Slight cannula kink near outlet observed. No other abnormality observed. Positioning issues: the cause of reported positioning issues most likely was use related due to improper technique since impella inlet stacked in pap and went above the aortic valve during repositioning. Product damage (cannula kink): the cause of product damage (cannula kink) was cannula kink due to improper technique since wireless re-access across the av was attempted after the pump pulled out. Access site bleeding - major: the cause of access site bleeding - major cannot be determined since the sheath not returned for analyzing and insufficient clinical data provided.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that an impella cp was initially inserted with difficulty optimizing position. Several attempts were made including taking the device out, reaccessing the ventricle and rewiring the impella insertion. The positioning was still not optimal and flows were reduced. Inlet was suspected to still be close to the papillary. The provider pulled the device back and it went above the aortic valve. Attempts were made to advance and the cannula bent/kinked on itself. The cannula unkinked without additional intervention but the decision was made to utilize a new device due to concern for the pumps integrity. While explanting the device, damage was done to the peel away sheath and the sheath was disposed of. A new sheath was placed for the second impella placement. Upon doing so, a large hematoma was noted to have grown and the patients hemodynamics became very unstable. Pressure was held to the groin. The patient was taken to the operating room for vascular cut down. Two purse strings were placed to control the bleeding. The patient required eith units of red blood cells. The impella remained in place during this interventio and the patient was taken to the intensive care unit (ICU) on support where the groin cdi. Bilateral doppler pulses were present in the ICU. The patients outcome was stable.